Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect a patient connection through its therapy connector. In this state, the device may not be able to detect a shockable rhythm, if it were needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not detect a patient connection through its therapy connector. In this state, the device may not be able to detect a shockable rhythm, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
H6: physio-control further evaluated the replaced system pcb assembly, and the cause of the reported issue was determined to be due to a failure of integrated circuit, designator u16.